Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was returned with the helix extended, bent consistent with procedural damage and clogged with blood/tissue. X-ray inspection found the inner coil at the connector region was overtorqued and helix was bent consistent with procedural damage which contributed to events reported in the field.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead's helix became distorted and damaged. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.